Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal variceal ligation procedure performed on (B)(6) 2025. During the procedure, the suture thread was fractured. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of suture broken. Block h11: the returned speedband superview super 7 was analyzed. During visual inspection, it was noted that both the suture and the trip wire remained intact. The ligator housing was returned without any bands attached, and the trip wire was not secured within the handle slot. No other problems with the device were noted. It was observed that the trip wire was not secured into the handle slot. Based on this finding, the event has been classified as a failure to follow instructions. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU) as the trip wire wasn't secured into the handle slot; however, the iuf states, "secure trip wire in slot on handle unit." With the available information, it was confirmed that both the suture and the trip wire were intact and not broken. The entire length of each component was examined with no signs of damage. The ligator housing was returned without any bands attached, which suggests the bands were likely dislodged during device removal from the scope. Therefore, the most probable root cause of this complaint is no problem detected.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of suture broken.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal variceal ligation procedure performed on (B)(6) 2025. During the procedure, the suture thread was fractured. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.